Event description:
It was reported, "volun 28-jan-2010: stryker osteonics trident ceramic on ceramic hip replacement is squeaking and crunching. This model stryker is not on FDA recall list and should be added with other stryker implants. Squeaks and crunches similar to recalled stryker devices. Requires revision surgery to replace ball cap and socket."

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. If additional info becomes available, it will be submitted in a supplemental report.